Manufacturer narrative:
Product ID 3587a, lot# lb2849, implanted: 2003 (B)(6); product type lead product ID 7495lz51, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient received a brief period of stimulation post operation from the implantable neurostimulator (ins) change. It was noted that high impedances were found on contacts 3 and 4. It was noted that the impedances values were greater than 5000 ohms. It was further noted that the impedance check showed high values, but not out of range. It was noted that this was checked in the operating room and the values remained the same. It was noted that impedance testing and reprogramming was performed. The patient was given several programs and had a follow up visit with the physician, but they were unable to feel any stimulation since post operation. The issue was not resolved. It was further noted that the patient was being referred to a neurosurgeon for a lead replacement.